Event description:
There is no adverse event associated with this complaint. It was reported that a sound emanated from the pump suddenly and the animas logo flashed on the display screen. Attempts to reboot the pump with a new battery were not successful. The display would not move beyond the animas logo screen.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The user received questionable calcium results for four patient samples from the cobas c501 analyzer. All results are in mg/dl. Patient sample 1 initial result was 10.8 and the repeat result on the integra 400 was 7.6. The repeat result on the c501 analyzer was 8.0. Patient sample 2 initial result was 11.0 and the repeat result on the integra 400 was 8.8. Patient sample 3 initial result was 9.6 and the repeat result on the integra 400 was 8.6. Patient sample 4 initial result was 11.7 and the repeat result on the integra 400 was 9.3. The patients were not adversely affected as the erroneous results were not reported outside the laboratory. The repeat results from the integra 400 were reported outside the laboratory. The calcium reagent lot number was 62601901. The field service representative found there was a problem with the sample probe and replaced it. To verify the analyzer operation, he performed instrument checks which passed.